Event description:
It was reported that patient started experiencing inflation issues about two weeks ago. Doctor determined fluid leak of some kind in the tubing from left cylinder where it enters the pump was torn from use that was visually confirmed upon explant. All components explanted and replaced.